Event description:
The customer reported the system displayed grainy images and completed their case with another unit. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and performed a calibration of the monitors and the camera iris. The system operates as intended.